Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. Furthermore, the capture thresholds on the right ventricular (rv) lead were high. The patient was asymptomatic. The ICD was explanted and downgraded to a cardiac resynchronization therapy pacemaker (crt-p), while the rv lead was capped and the patient's previous rv lead was reused with the newly implanted crt-p. The patient was stable throughout the procedure.